Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use list stroke and bleeding as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 1 year, 5 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was found at home unresponsive and flaccid. The patient was admitted on (B)(6) 2018. A computed tomography scan found a large left intracranial hemorrhage, at least 6 x 6.2 cm in size with resulting edema, subarachnoid and intraventricular hemorrhage bleed. Right midlife shift of 17 mm. The patient¿s family place the patient on do not resuscitate and discontinue care on (B)(6) 2018 and the patient expired same day. No additional information was provided.